Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, since the date of the implant procedure, the implantable cardiac monitor (icm) had intermittent over and undersensing on tachycardia and pause episodes. The device remains in use. No patient complications have been reported as a result of this event.